Event description:
It was reported that the programmer's electrocardiogram cable connection was loose (and "crunchy") which caused noise on the displayed electrogram. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a loose electrocardiogram (ECG) cable connection causing noise to be displayed on the ECG and determined that the link electronic module (lem) board needed to be replaced to resolve. Analysis also found that the power cord bay door had broken tabs. It was determined that the programmer would be scrapped and replaced, instead of being returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's electrocardiogram cable connection was loose (and "crunchy") which caused noise on the displayed electrogram. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).